Event description:
Rec'd info from a coroner indicating patient was in an automobile accident and was wearing the t:slim pump. Coroner indicated unit had a low battery and was inquiring of how to conserve the pumps battery power.

Manufacturer narrative:
Rec'd coroner's report and patient's death was due to blunt force trauma to head and chest.